Event description:
Customer reported she was experiencing high blood glucose due to a no delivery alarm. Customer stated that her blood glucose level was at 469 mg/dl but the sensor was reading 300 mg/dl. She treated with the insulin pump. Current sensor reading was 283 mg/dl. Last blood glucose value is 480 mg/dl. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47786.